Manufacturer narrative:
After additional information was received on october 27, 2017, it was determined that this event no longer meets the criteria of a malfunction if were to recur would cause or contributed to a death and / or serious injury. As a result, the prior submission for MFR- 0001038806-2017-00725 submitted on oct 18, 2017 is no longer considered reportable events by the manufacture and no further reports will be submitted for this event. An rhd2.5 driver was returned for investigation. A visual inspection revealed signs of general usage were visible along the external surfaces of both products. Functionality test performed with a compatible fmt retrieved from finished goods indicated that the driver could not fit the fixture mount transfer. The complaint is confirmed. The rhd2.5 is a component of the tsvkit kit, manufactured by verdiam allied swiss. The manufacturing date used is the receiving/inspection date within the DHR for 63542171. A device history review was performed and one non-conformance was initiated against lot 63542171 on dec 12, 2016 for diameter being outside of the under low limit (ull) specifications. The scrap was rejected and the remaining conforming parts were accepted. A product quality hold was issued for the affected lots within the lower level lot 63542171. A corrective action preventative action was opened to address the confirmed event. The CAPA was closed through the scar issued to veridiam allied swiss. Appropriate documentation was reviewed and the following information was identified: instructions for use for zimmer® instrument kit system and driva¿ drills ¿ IFU 8874 rev 4-07/14. IFU 8874 was reviewed. It contains rdh2.5 handling instructions. However, as the reported event was confirmed, CAPA through which the reported event is addressed was reviewed. CAPA was closed to scar for veridiam allied swiss. Scar addresses the reported device malfunction. The risk management file for retaining 2.5mm hex drive r latchlock (rhd2.5) was reviewed. Per risk file rm-003f1, veridiam supplier # 17954, the risk for parts being out of specification estimation of severity is minor and the probability of the occurrence of harm is improbable. This condition would lead to potential delay in treatment and in customer complaint. The parts did not engage and therefore could not be used. The following root cause was identified through the scar: the confirmed event is due to the specification ¿verify hex form per qp-262¿ (hex form within .0005 on three sides) not being fully invoked during the straddle mill manufacturing process. Hhe evaluation resulted in initiation of a market recall under internal recall number 2023141-10-04-2017-002-r. A complaint history search was performed using our complaint handling system. 31 (thirty-one) complaints have been reported against lot 63542171 for the same issue. Appropriate escalation steps have been taken to further investigate the issue.

Event description:
The doctor indicated that the driver (rhd2.5) does not engage into the implant. Doctor was able to complete the procedure with another device.